Event description:
It was reported that particulate was identified within syringe components.

Manufacturer narrative:
It was reported that particulate was identified within syringe components. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided which showed a 30ml clear syringe and a 20ml bulb syringe with small brown particulate that is consistent with cardboard material. A 10ml yellow syringe was returned and black particulate was observed. Issues with environmental controls was determined to be a likely root cause, however, it could not be determined at what point the particulates were introduced into the syringes. Due to the reported particulate within the syringe fluid pathway, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.